Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was scheduled for replacement. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported. At this time, the product has been returned, this investigation will be updated once analysis is completed.

Manufacturer narrative:
Analysis determined that the first recorded instance of code 1003 occurred on 07/15/2020. As such the event date has been modified from 07/20/2020 to 07/15/2020 accordingly. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. Code 1003 was declared after a short period of high power related to sensing of fast atrial rate; therefore, the code 1003 was a false positive. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was scheduled for replacement. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.